Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc on (B)(6) 2014 to report the purely yours breast pump she exclusively uses to express her breast milk has very low suction and it never fully drains her breasts of milk. Customer reports decrease milk output and subsequent unilateral right breast mastitis on (B)(6) 2014. Customer contacted her health care provider and was prescribed a 10 day course of oral antibiotics to resolve mastitis. She began using a manual breast pump to fully drain her breasts. Mastitis resolved within 1-2 days.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.